Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an air bubbles located near the leur lock. Reportedly, the customer changed multiple infusion sets, which resolved the issue. The customer¿s blood glucose level was 500 mg/dl.